Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural catheter with no relevant findings. The customer reported the catheter would not inject the medical agent. The customer returned one epidural catheter, one snaplock adapter, and one flat filter. The snaplock adapter and catheter were received connected together (reference files (B)(4). The returned components were visually examined with and without magnification. Visual examination of the returned snaplock adapter revealed that the snaplock appears typical with no observed defects or anomalies. Visual examination of the returned filter revealed that the filter appears typical with no observed defects or anomalies. Visual examination of the returned catheter revealed that the catheter appears typical but used. Biological material can be seen between the inner coils. No other defects or anomalies were observed. A manual flow test was performed using the returned catheter, snaplock adapter and filter. A 20ml lab inventory syringe was connected to the returned components. Using hand pressure, the water was injected. Water could be seen immediately exiting the distal end of the catheter. Flow rate was determined by connecting the returned snaplock other remarks: adapter and catheter to the lab leak tester (c05176). The pressure was increased to 10 psi to establish flow. Water could be seen immediately exiting the distal end of the catheter. The flow rate was measured at 9ml/min (c05384), which is within the specification of 1ml/min per (B)(4) section 8.5; rev. 8. No blockages were found. The reported complaint of the catheter not being able to inject medication could not be confirmed based on the sample received. A device history record review was performed on the epidural catheter with no evidence to suggest a manufacturing related issue. The returned components passed a functional flow test and met flow rate specifications. There were no functional issues found with the returned sample.

Event description:
It was reported that the medical agent could not be injected into the catheter during use. Therefore, a new kit was used instead. There was no patient injury reported.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the medical agent could not be injected into the catheter during use. Therefore, a new kit was used instead. There was no patient injury reported.